Event description:
Manufacturer received a complaint from a vns pt that she has been feeling dizziness and passed out. She saw her primary care physician and had blood works done which the results appeared normal. She suspects that her condition is related to vns therapy and she was referred to her neurologist. Good faith attempts to obtain more info regarding pt condition have been unsuccessful to date with the treating neurologist.